Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experiences discomfort at the ipg site (thoracic system). As a result, the patient will undergo surgical intervention to address the issue.